Event description:
It was reported that the ratchet handle was not retracting. The event occurred during testing. No harm and delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet handle was not working and the ratchet gear and slide pin were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It has been reported that the ratchet handle was not retracting. No adverse events were reported as a result of this malfunction.